Event description:
It was reported that the right ventricular (rv) lead alerted for a low rv tip to rv coil impedance measurement. It was noted the impedance is chronically low. The rv pace impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.